Event description:
This 44 y/o female pt underwent a bam in 7/23/93 with implantation of saline breast prosthesis. Recently she had a sudden loss of volume on the right side. Gross exam: unable to directly attribute the valve's failure itself to the implant failure. There was a small hole on the undersurface near the leaf valve.